Event description:
It was reported that this patient's right atrial lead (ra) had a lead safety switch (lss) due to high out-of-range (oor) pacing impedance of over 3000 ohms. Technical services (ts) recommended in-clinic evaluation to determine if this is a lead conductor issue or spring contact issue. In addition, it was stated that the minute ventilation (mv) sensor feature was disabled due to a signal artifact monitoring episode that occurred 4 months previous this lss episode, where oor impedances were also noted. Despite these episodes, ts stated that the impedance has been stable within normal range for the past year. Ts also noted the patient has a concomitant subcutaneous implantable cardioverter defibrillator (s-ICD), unipolar pacing could have an impact on the sensing of the s-ICD. Additional information was received, the patient was brought into clinic, no issues could be confirmed. Impedance measurements were adequate with the impedance trend story. No ra lead noise events were detected. The ra lead was reprogrammed to bipolar and the patient will continue to be monitored. This device remains in service and no adverse patient effects were reported.